Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00690. The patient ((B)(6)) is implanted with four percutaneous leads from two lots. It was reported the patient is not receiving effective therapy coverage. Stimulation reportedly cannot be felt from the patient's lower two leads. A diagnostic test revealed an impedance issue for one lead contact. Surgical intervention was undertaken on (B)(6) 2013, and the patient's lead were repositioned. Intraoperative testing found that the no stimulation issue remained. The procedure was completed with the placement of two trial leads in the area of the lower leads. The following day, it was reported the patient could feel stimulation with the newly implanted trial leads. An additional surgical procedure will be conducted at a later date for further interrogation to identify the root cause of the no stimulation issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.